Manufacturer narrative:
The flow sensor was replaced, and the unit was returned to service.

Event description:
The gehc service representative reported the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.